Event description:
Caller alleged that loss of capture could be observed in the current egm. Discussed that the rv and lv threshold trends do show some variability and that the device is set to adaptive for capture management. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).